Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to be one of the following. 1. Accidental malfunction of the board in the video processor. 2. User¿s handling - communication failure, which was caused by the breakage of the locking mechanism due to excessive force applied to the locking lever of the video connecter socket. - connected the scope connector with foreign objects, e.g. Chemical residue, , on the electrical contacts. - adhesion of liquids such as water or foreign materials (chemical residue, water stain, sebum, dust, or gauze lint, etc.) To the electrical contacts of the video processor, videoscope, or the light source. 3. Other malfunctions -malfunction of the videoscope or the camera cable if additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event.